Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). No complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found the insulation was abraded at 24.0 cm to 24.8 cm from the connector pin which exposed the outer coil. The abrasions are consistent with constant friction with another implantable device.